Event description:
It was reported that the user filled and primed the tubing while it was connected to the body, then inserted a full cartridge showing (B)(4) units available and later disconnected for a shower and ate a meal without being connected, leading to elevated blood glucose; this represents an improper procedure involving the tubing component. Symptoms included hot flashes or flushing, described by the user as sweating due to nervousness. Outcomes included the need for unexpected medical intervention in the form of guided insulin cartridge filling and reconnection education. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the event was attributed to an incorrect procedure involving the tubing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.